Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the lab for an av (atrioventricular) node ablation. Upon interrogation, it was revealed that the right atrial lead exhibited loss of sensing. Also, atrial lead dislodgement was confirmed by fluroscopy. The right atrial lead was programmed off. It was noted that a reposition attempt will not occur. The patient was stable before, during, and after the programming changes.